Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification. The customer reported under delivering was reproduced during evaluation via a -18.80% under-infusion. The cause was determined to be pressure plate travel. The pressure plate was reworked to bring the values within specification to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed preventative maintenance for under delivering. There was no patient involvement no additional information is available.